Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set leaked nutrition solution during set up. The set was described as damaged. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection identified that the tubing was worn out due to mechanical effort. Functional testing was performed and verified the reported condition of a leak in the tubing caused by perforation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Ten (10) retention samples were also evaluated with no issues found. Should additional relevant information become available, a supplemental report will be submitted.